Event description:
This console, located in (B) (6), was not on a pt. A syncardia clinical support specialist reported that during a routine console checkout, the css console would not calibrate on the left flow parameter, and the tubes to the calibration device appeared to have a kink in them. An evaluation will be performed by syncardia, and the results will be provided in a supplemental MDR.